Event description:
Reporter alleged patient's blood glucose measured 78 mg/dl compared to the lab measurement of 42 mg/dl when testing was performed within 10 minutes. It was not provided whether any actions were taken or treatment was received by the patient. A request was made for the return of the suspect device and replacement product was sent.